Event description:
It was reported that when interrogating the implantable neurostimulator (ins) the longevity of the ins on the clinician programmer was showing as ¿?¿ the manufacturer representative checked both electrode and therapy impedances and couldn¿t get the ¿?¿ to clear. They checked the therapy impedances twice, but this didn¿t resolve the issue. The battery status was showing as ¿ok¿ and the patient had had the ins for about 2 years and the manufacturer representative didn¿t think the patient was near end of lifetime (eol) on the ins. Electrode impedances were all fine and the patient was not having any therapy problems. The manufacturer representative was unable to resolve the ¿?¿ showing on the clinician programmer for longevity. It was further reported that they did a battery exchange on the patient on (B)(6) 2015. So far the patient had seen good success with their managing symptoms this week with the new implant.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 3093-28, lot # va02hzc, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_prog, lot # unknown, product type programmer, physician. (B)(4).